Event description:
It was reported that the patient experienced a low blood glucose event with a measured value of 59 mg/dl while using the ilet system, and the caller inquired whether the system continued dosing insulin during a downward glucose trend; the patient self-treated with oral carbohydrates and received education on hypoglycemia treatment and viewing insulin on board in the device history. Symptoms included hypoglycemia. Outcomes included recovery of blood glucose to 90 mg/dl following treatment, with no hospitalization. Investigation included troubleshooting and user education regarding algorithm behavior during falling glucose and proper hypoglycemia management. Investigation of this case revealed no device malfunction and that the algorithm suspends insulin when glucose trends downward, consistent with expected operation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.